Event description:
It was reported to boston scientific corporation that during an anterior pelvic floor repair procedure using a pinnacle pfr kit, the suture broke mid-point between the dilator and the dart during placement of the first mesh leg. Nothing detached within the pt. The procedure was completed using another pinnacle device with no complications to the pt, who is reportedly "fine" post-procedure.

Manufacturer narrative:
The device has been received, but an eval has not yet been performed. Therefore, a failure analysis is not available, and we are not able to determine the relationship between this device and the cause for this event.